Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4pm. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. The patient claimed he felt a symptom of shaky. At that same time, the patient tested his blood glucose with the subject meter and obtained a result of ¿100 mg/dl.¿ within a minute after, the patient retested his blood glucose on another device and obtained a result of ¿50 mg/dl.¿ based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient treated his symptom with glucose tablets/ glucose gel and felt better after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptom started at the same time the alleged issue occurred. It is unlikely the product issue contributed to the reported symptom. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.